Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a "no disposable, pump won't run" alarm occurred to a smiths medical cadd-legacy® plus pump. The cassette was detached and reattached to the pump; stopping the alarm. There were no reported adverse effects.